Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Review of the provided images notes that three pictures were received. The first image shows the energy cable of the bfg is detached or broken. The cable puck is dislocated. The second image shows the energy cable of the bfg is detached or broken. The top white portion of the pulley is broken. The cable puck is dislocated. The third image shows the jaw of the bfg is dislocated. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy procedure, while performing dorsal venous complex ligation using the bipolar fenestrated grasper, the instrument broke inside the patient. The instrument was removed correctly along with the trocar. The trocar was inspected, and a new instrument was inserted. No parts were found inside the patient. There was no patient injury.